Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. The delivery catheter system (dcs) used in the procedure has been returned for analysis. Completion: analysis of the dcs is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved from the targeted location when at 2/3 deployment. In an attempt to retrieve the valve, it was pulled back into the 18fr sheath, but met resistance and became disconnected from the delivery catheter system and was left implanted in the abdominal aorta. A balloon aortic valvuloplasty was performed on the implanted valve due to the outflow struts being compressed toward the center of the lumen. The second valve was successfully implanted with no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the handle was observed to be intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. The distal tip of the capsule seated flush against the plunger tip when fully advanced. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. Deformation or gouge marks on both catheter tabs appear to be due to wear from the valve frame loop upon deployment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.